Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an endeavor resolute drug eluting stent to treat a moderately calcified and tortuous proximal cx lesion exhibiting 70% stenosis. It was reported that no damage was noted to the device packaging. No issues were encountered when removing the devices from the hoop/tray. The device was inspected with no issues noted however issues were noted during negative prep. There was no difficulty in removing the protective sheath and the stent was inspected after its removal. The lesion was pre-dilated. The device did not pass through a previously deployed stent. No resistance was encountered during delivery or excessive force used. The inflation device is only connected to the device when the stent is at the target lesion. It was reported that when navigating with the stent to the lesion, it was noticed that the stent was released from balloon before reaching the lesion. The stent was jailed to the vessel wall using another stent. It was noted an anomaly (catheter deformed) in the delivery system. Please note that this device, endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.